Event description:
The device was explanted on (B)(6) 2011 due to product performance issue. The device migrated due to patient lost a lot of weight. The procedure took place at the (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).